Event description:
The customer reported that the backlight hasn't worked on insulin pump for months and they just haven't had time to call. The customer's blood glucose level was unknown mg/dl. The customer was advised that the insulin will be replaced. The customer was advised that the replacement insulin pump would neet to be programmed.

Manufacturer narrative:
Findings: pump did not pass the self test due to no backlight operation. Troubleshooting found that the lcd driver is faulty. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.